Manufacturer narrative:
Complaint conclusion: as reported in a german literature article (mohlenbrach, m. Et al, ¿mechanical thrombectomy with stent retrievers in acute basilar artery occlusion¿, ajnr am j neuroradio, 2013 nov 28) a patient with acute basilar artery occlusion and acute ischemic stroke experienced vasospasm during treatment with a revive se thrombectomy device and use of an envoy guiding catheter (study patient #22). The vasospasm resolved after intra-arterial administration of nimodipine. The patient¿s baseline tici was 0 and tici at end point tici was 3. Baseline nhiss score was 24 and discharge nhiss was 0. There had been two passes with the revive se and no stents had been placed. The patient had also been treated with intravenous rtpa. No concomitant medications were reported. No additional information could be obtained. The devices were not returned for analysis. In addition, the sterile lot numbers were not provided, therefore, a review of the manufacturing documentation could not be conducted. Vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel/arteries. This is a well know potential complication with any invasive procedure during which devices are introduced into vessels. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors.

Manufacturer narrative:
Article: mechanical thrombectomy with stent retrievers in acute basilar artery occlusion¿, ajnr am j neuroradio, 2013 nov 28. Information about age, gender and weight was not provided. Concomitant medical products: concomitant medications included intravenous rtpa. Additional information will be submitted within 30 days of receipt.

Event description:
As reported in a german literature article (mohlenbrach, m. Et al, ¿mechanical thrombectomy with stent retrievers in acute basilar artery occlusion¿, ajnr am j neuroradio, 2013 nov 28) a patient with acute basilar artery occlusion and acute ischemic stroke experienced vasospasm during treatment with a revive se thrombectomy device and use of an envoy guiding catheter (study patient #22). The vasospasm resolved after intra-arterial administration of nimodipin. The patient¿s baseline tici was 0 and tici at end point tici was 3. Baseline nhiss score was 24 and discharge nhiss was 0. There had been two passes with the revive se and no stents had been placed. The patient had also been treated with intravenous rtpa. No concomitant medications were reported.